Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a pump revision two weeks ago because ¿the pump was sticking out of the pocket and it was pressing against her skin.¿ it was noted, the patient¿s skin was very thin at the point the pump was sticking out so the healthcare provider (hcp) went in and fixed the pump pocket. The pump was being used to deliver diluadid. Additional information has been requested; a follow-up report will be sent when it becomes available.